Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that approximately three months post implant the subject¿s caregiver reported a change in the subject¿s mental status. It was noted that the subject had shown improvements in adas-cog score and then appeared to regress back to baseline. It was noted that the subject was seen during an unscheduled visit and an MRI was performed on (B)(6) 2013 and cystic encephalomalacia was noted bilaterally along the tracks of the leads. It was noted that a second scan was performed on (B)(6) 2013 that noted slight improvement in the size of the cystic regions. It was noted that the adas-cog had also improved from 22 to 16. It was noted that no intracranial hemorrhage was noted. It was noted that possible causes included infection, heating from post-op MRI, and thrombosis of the sagittal sinus. It was noted that venous infarcts from a sagittal thrombosis was the most likely cause. It was noted that the subject was in good condition and no treatment was planned.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type: extension. Product ID 3387s-40, lot# va0706j, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va0706j, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the abnormal MRI was related to the implant procedure, study, and lead. It was unknown if the change in mental status was related to the implant procedure, study, lead, and programming. The suspected cause was unknown.

Event description:
Additional information received reported that outcome was resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had increased memory loss and increased anxiety. This resulted in an unscheduled visit to evaluate the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced a blood clot in january. Additional information on the blood clot, intervention, and outcome has been requested. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Mcmullen d. P., rosenberg, p., cheng, j., smith, g. S., rosenberg, p., lozano, a. M., lyketsos, c., anderson, w. S. Bilateral cortical encephalomalacia in a patient implanted with bilateral deep brain stimulation for alzheimer's disease: case report. John hopkins department of neurosurgery. Summary: bilateral stimulation of the fornix (dbs-f) is being explored as a possible treatment of alzheimer's disease (ad). Early case reports demonstrated the ability of forniceal stimulation to induce recollection of autobiographical memories. A later open label study suggested that dbs-f increased connectivity of memory circuits and cerebral metabolism which correlated with possible improvement and slowing of cognitive decline. This was followed by a phase 2b randomized clinical trial, the advance study, to further study the efficacy of dbs-f for mild treatment for ad. This report details an adverse event related to implantation of bilateral fornix stimulating leads in a patient enrolled in advance. The patient's postoperative course was complicated by MRI imaging findings of bilateral encephalomalacia surrounding the cortical insertion site for the leads. At the time of writing, the patient has not demonstrated symptoms clearly associated with this finding. Dbs surgery has been performed in thousands of patients for a variety of indications and has been deemed relatively safe, with low incidence of encephalomalacia noted in the literature. This case was the first documented case in a patient implanted with dbs leads near the fornix and relatively rare owing to the bilateral nature of the injury. Reported event: a (B)(6) man had bilateral dbs-f lead placement performed in (B)(6) 2013. Three months postoperatively, the subject and caregiver reported worsening in cognition accompanied by anxiety and a complaint that his "left side of brain is asleep." The subject was evaluated in clinic and the alzheimer's disease assessment score-cognitive 11 subscale (adas-cog11) score increased (worsened) to 22 from a baseline of 19 but the psychiatric and neurological exams were unremarkable. MRI demonstrated interval development of cystic encephalomalacia within the frontal lobes just posterior to the deep brain stimulators, left greater than right (figure 1c). The left cystic region measured 2.56 cm in the a-p axis by 1.5 cm wide at its maximum extent and the right cystic region measured 2.12 cm in the a-p axis by 1.22 cm wide at its maximum extent with a depth of 3.6 cm. No clinical intervention was taken at this time and the event was reported as an adverse event. The encephalomalacic cavity was evident on further imaging six months postoperatively, however, the cavity on the left had decreased in width by nearly one half, while the cavity on the right remained unchanged. An mrv at that time demonstrated a patent sagittal sinus. The patient underwent MRI with and without contrast one year and one month postoperatively. This demonstrated unchanged position of the dbs leads 4mm anterior to the fornices with lead tips in the hypothalamus bilaterally. Stable findings of minimal encephalomalacia at the point of entry of the leads into the superior frontal sulci bilaterally were also noted (figure 1d). Swi sequence imaging at this time also demonstrated no marked areas of hypointensity, indicating no evidence of hemorrhage along the stimulating lead tracks. Additional information received reported that a (B)(6) male patient with alzheimer's disease (ad) had MRI imaging findings of bilateral encephalomalacia surrounding the cortical insertion site for the leads. The patient had not demonstrated symptoms associated with the finding. Interval CT/pet imaging performed one month post implantation demonstrated focal relative decreased fludeoxyglucose (fdg) uptake identified at the right frontal vertex in a region demonstrating ill-defined hypoattenuation on noncontrast CT images in the area traversed by the right-sided lead, "possibly representing vasogenic edema." Three months postoperatively, the patient experienced a worsening in cognition accompanied by anxiety and a complaint that his "left side of brain was asleep." It was discovered that the patient's alzheimer's disease assessment score-cognitive 11 subscale (adas-cog11) score worsened from 22 from baseline of 19. MRI demonstrated interval development of cystic encephalomalacia within the frontal lobes just posterior to the devices. The cystic lesion was first noted on the 4 month postoperative scan, and was visible in both imaging sequences. No clinical intervention was taken at that time. Six months postoperatively, the encephalomalacic cavity was evident on further imaging. The left cavity decreased in width by nearly one half, while the cavity on the right remained unchanged. There were stable findings of minimal encephalomalacia thirteen months postoperatively. A review of imaging findings by neurosurgeons suggested, though not unanimously, that the encephalomalacia "may have" been caused by a stroke secondary to venous thrombosis of the superior sagittal sinus initiated during lead implantations. Magnetic resonance venography (mrv) demonstrated a patent sagittal sinus 6 months postoperatively, two months after the patient's clinical symptoms; there was no conclusive imaging of venous infarction. Imaging in favor of venous infarction includes CT imaging done one month postoperatively that demonstrated an area of "possible" vasogenic edema in the right frontal region as well as the bilateral nature and location of the lesions near the midline sagittal sinus. A venous infarct either in the superior sagittal sinus or bilateral cortical venous structures "most likely" caused the encephalomalacia. Other factors "may have"contributed such as an elevated specific absorption rate (sar) during MRI imaging. (B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.